Event description:
The initial reporter stated that the pump appeared to be running but was not delivering as expected. They report using compleat organic formula in the pump. Mmd did follow up with the initial reporter and they stated the patient did not have any adverse effects due to the complaint. No additional information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.